Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 527mg/dl at the time of the incident. The customer reported that she inserted a set today and she stated the edge of the tape came up and she thought it was fine but the tubing was stuck between the set and the tape. So she fixed it thought it was fine but blood glucose was 527mg/dl. She removed the set and cannula was all bent. The cannula was never inserted in her body. She changed set and bloused 4.1 u. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.